Manufacturer narrative:
Foreign zip code (B)(6).

Event description:
It was reported that the screw broke during a procedure. No patient injury reported.

Manufacturer narrative:
Due to no product return the complaint could not be confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate.